Event description:
Boston scientific received information that this device exhibited increased charge times that remained within specification while implanted. The device was eventually explanted for normal battery depletion and returned for analysis, with no allegations or adverse patient effects reported. Initial analysis indicated the device may have experienced a shorter than expected time interval between elective replacement indicator (eri) and end of life (eol) status, which could indicate an out of specification condition occurred.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, a review of device memory revealed that elective replacement indicator (eri) status was declared after experiencing two charge times greater than the charge time limit. End of life (eol) status was declared following a single charge time greater than 30 seconds. To determine if the device's rate of battery depletion was within normal limits, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed the monitoring voltage was normal based on therapy use and programmed settings. Laboratory technicians and engineers concluded this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.